Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb, upgraded the backlight inverter board and software. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a blank screen during patient use. The patient was transferred to another ventilator, and there is no report of harm or injury as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.